Manufacturer narrative:
Date of birth: (B)(6) 1962. Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01883 and 2134265-2014-01885. (B)(4). It was reported that myocardial infarction and very late stent thrombosis occurred. In (B)(6) 2011, the patient presented to the hospital and was referred for cardiac catheterization which revealed a 90% stenosed, de novo, long target lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.75 mm and was 50mm in length. The target lesion was treated with pre-dilation using an unspecified balloon catheter and placement of a 2.50 mm x 20 mm, 2.50 mm x 20 mm, and 2.75 mm x 20 mm taxus element stents in an overlapping manner resulting to 10% residual stenosis. The patient was then discharged on aspirin and prasugrel one day post-procedure. In (B)(6) 2013, patient presented with pain in the lower limbs, radiating to the center of the chest which was diagnosed with stemi and was hospitalized on the same day. The patient's troponin values (peak troponin I= 6.32 ng/ml, uln= 0.04 ng/ml)were found to be elevated. The patient experienced ischemic symptoms and an event of mi was reported. The 90% focal stent thrombosis of previously placed stents in the mid lad to distal lad was treated with balloon angioplasty and placement of an unspecified drug eluting stent resulting to 0% residual stenosis. Additionally, the patient was diagnosed with acute arterial ischemia secondary to right lower limb displacement of arterial closure device. Five days post procedure, the events were considered to be resolved without residual effects and the patient was discharged.